Manufacturer narrative:
Concomitant product: product ID 5076-52 lead, implanted: (B)(6) 2004.

Event description:
It was reported that an interrogation indicated high impedance on the right atrial (ra) lead. The lead remains in use. It was noted that the patient is taking part in the product surveillance registry study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.